Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while navigating in a functional endoscopic sinus surgery (fess), the navigation system's monitor displayed all black for two seconds and then the regular screen came back on again. Only one incident like this occurred during the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. To troubleshoot, the medtronic representative restored the monitor's default settings as requested by technical services (ts), however issue was not resolved. It was also suggested to check the monitor cable connections to the monitor and to the computer. The medtronic representative reported that the connections felt loose to him.

Manufacturer narrative:
Additional information: a medtronic representative reported that the navigation system has been used since the reported issue without the issue repeating.